Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that upon removal of this right ventricular (rv) lead, the distal tip of this rv lead remained in the right ventricle (rv). This lead was explanted in order to make room in retrieving the portion of the other broken lead. No additional adverse patient effects were reported.